Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2011. Of note, the reportable serious injury (fall, infection, vegetation) is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(6), 2011. Information was subsequently received on (B)(6) 2011 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report.

Manufacturer narrative:
Additional information received indicated it was thought the device was secondary infected and the cause of death was multiorgan failure. The patient had presented to the hospital with (B)(4) and septic arthritis in knees and several other joints. It was further noted that the death was not related to the device system. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2011. Of note, the reportable serious injury (fall, infection, vegetation) is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4), 2011. Information was subsequently received on (B)(4) 2011 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report.

Event description:
It was reported that the patient was admitted for back pain after a fall and was found to have positive blood cultures. Vegetation was found and the lead was extracted. Further review of the manufacturer's database indicated the patient is deceased and died approximately two months after explant. The cause of death has been requested and not received.